Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the emergency room with fatigue and a heart rate of 20 - 30 bpm. The patient reported being hit in the chest on the site of the ICD by farm equipment a few days prior. During the extraction procedure, measurements for sensing, impedance and capture could not be obtained through lead. The lead was explanted.